Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), a loss of consciousness, and a seizure. The cause of low bg was unknown. The customer was transported via emergency medical services to the emergency room and was subsequently hospitalized. No information was provided regarding treatment received. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.